Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient experienced dry eye in both eyes (ou) at a 6 month post op exam. The patient had some dryness and vision fluctuation. The patient is using artificial tears and had plugs inserted on both eyes. The patient commented on occasional pain on the right eye and some fluctuations on the left eye. The patient noted the artificial tears seem to help. The patient will return if the issues persist and if there are no improvements. Best corrected visual acuity (bcva) from (B)(6) 2017: right eye pre-op 20/20 -2.00 x -1.50 x 19, left eye pre-op 20/20 -.75 x -2.00 x 173. Bcva from (B)(6) 2017: right eye post-op 20/20 .00 x - .25 x 153, left eye post-op 20/20 .50 x -.50 x 132. This report is for the femto laser. A separate report will be filed for a excimer laser.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.